Manufacturer narrative:
(B)(4). MFR. Report # 39616091-2013-01448 indicting the brand name as ac powered lift with a common device name of 880.5500. The correct brand name is non-ac powered patient lift with a common device name of 880.5510.

Event description:
It was reported that a rpl450-1 lift was lowering on its own.

Event description:
.